Event description:
It was reported that a leak was observed around the septum of the interlink in an interlink y-type blood solution administration set. The reported condition occurred during infusion and backflow of blood occurred as a result of the leak in the septum. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.